Manufacturer narrative:
Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and missing. No more damages noted during visual examination. Functional examination revealed that the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. The device did not work properly because, the prongs of insertion fork were not designed to hit on hard surfaces, then when accidentally this happen the internal components in cannula spindle cannot slide properly. Defective fork caused the cannula cap fell off from tabs.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the tip of the device broke off inside the patient. The tip was successfully retrieved. Another like device was used to complete the procedure with no adverse patient consequences reported.